Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported while using the hdh05 hook blade the tip fell off into the pt. The surgeon removed the tip and continued the case with a bovie blade. There were no consequence to the pt.